Event description:
It was reported that this lead was explanted and replaced due to high out of range pacing and shock impedance measurements. This lead is expected to be returned for analysis. No further adverse patient effects were reported.